Manufacturer narrative:
Eval: the iab was rec'd for eval in 2 pieces. Blood was noted on the exterior of the membrane and within the inner lumen. No sheath was present with the iab catheter. Underwater leak testing on the balloon membrane and sections of catheter tubing, y-fitting, and extracorporeal tubing revealed no leaks even though the device was cut in half. It was not possible to satisfactorily leak test the inner lumen due to the condition of the returned device or to pump the balloon on the lab sys 97 iabp due to the condition of the returned device. Probable cause of difficulty: due to the condition of the returned device, it was not possible to determine the exact reason for the encountered difficulty. Having the opportunity to have examined the intact device may have provided some add'l info into the reported problem (it was reported that the physician cut the device). Although conjectural, the reported "leak alarms" may have been related to the following: a loose connection. A catheter kink. The system pump. Pump contamination from a previous iab leak. (This follow-up MDR was mailed to the FDA on 6/11/98.)

Event description:
There were console alarms and the pump did not run. (Event complications: none from the event - reported 4/16/98, 4/21/98). (Pt's current status: unk-rpt'd 4/16,4/21/98).